Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-06596 indicting the model number as 13464-l. This is a part number, the model number is an unknown dolomite rollator.

Event description:
It was reported that a 13464-l dolomite rollator had brakes that ceased.